Event description:
It was reported the patient has been without stimulation for the past month. Reportedly, communication could not be established with any external devices. Furthermore, it is unknown when the patient last recharged the scs system. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient underwent surgical intervention on (B)(6) 2015 where the ipg was explanted and replaced. It was reported stimulation was restored post-operative. The issue is resolved.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.